Event description:
Additional information received reported that the patient¿s tremor had stopped. It was noted the patient¿s family member did not feel the need for additional assessment.

Event description:
The patient experienced episodes of his tremor returning and then stopping two weeks ago. He does not have to use his patient programmer to turn the device back on because his tremor will just stop. It was thought that there may be a high magnetic property in his home causing this but it was not confirmed. The patient was going to be seen in the clinic on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # j0555258v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).